Event description:
Tap, it was reported that 142 days after implantation of a 3.00x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial to proximal right coronary artery. A pre-intervention percentage stenosis was not reported. The pt received heparin, protamine, and integrelin during the procedure. The vessel was reported to be moderately calcified. No info was reported concerning pt complications. The pt presented 142 days after the initial procedure with an in-stent restenosis in the ostial to proximal right coroanry artery. A pre-intervention restenosis percentage was not reported. Following balloon dilation, a 3.5x28 mm taxus was deployed in the restenosis region. A post-intervention stenosis percentage was not reported. No info was reported concerning pt complications.